Event description:
The rep stated that the handle keeps disengaging the reamer, the end of the handle where the reamer directly connects kept coming loose, thus the reamer itself would disengage.

Manufacturer narrative:
Device history review: the reported device is a source-controlled product and was returned to the supplier for evaluation. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the reported device is a source-controlled product and was returned to the supplier for evaluation. Dimensional inspection: the reported device is a source-controlled product and was returned to the supplier for evaluation. Functional inspection: the reported device is a source-controlled product and was returned to the supplier for evaluation. Material analysis: the reported device is a source-controlled product and was returned to the supplier for evaluation. The reported device is a source-controlled product and was returned to the supplier for evaluation. Review of the supplier's investigation results indicated the event could not be confirmed. No further investigation is required. Supplier's investigation results: complaint sample was returned for evaluation. Sample was evaluated for the reamer disengaging from the handle. This event was not confirmed, as a reamer was placed on the handle several times but there were no indications that the reamer would disengage from the handle. Very minimum scratches on the part that would effect the reamer disengage from the handle. The part was etched with the stryker logo, ce, part number 2124-1100 and lot number v23998001. No notified body number. (B)(4) was reviewed and no discrepancies were found. Part was manufactured at (B)(4) in january 2012. A trend analysis was performed from january 1, 2012, to may 31, 2015 on part number t8123, (B)(4) complaint was confirmed. No further investigation is required.

Event description:
The rep stated that the handle keeps disengaging the reamer, the end of the handle where the reamer directly connects kept coming loose, thus the reamer itself would disengage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.